Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to lumen was too tight and could not be inserted. Additionally, the insertion was attempted again but it could not be inserted, and the tip screw portion of the lead was deformed or stretched so the physician opted to use a new lead. This lead was never in service. No adverse patient effects were reported. The product was returned for analysis. Lead analysis determined that the device met specification and did not confirm the reported clinical observations.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed. Correction to field h6: device code. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to lumen was too tight and could not be inserted. Additionally, the insertion was attempted again but it could not be inserted, and the tip screw portion of the lead was deformed or stretched so the physician opted to use a new lead. This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed. Correction to field h6: device code.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to lumen was too tight and could not be inserted. Additionally, the insertion was attempted again but it could not be inserted, and the tip screw portion of the lead was deformed or stretched so the physician opted to use a new lead. This lead was never in service. No adverse patient effects were reported.